Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was intended for transduodenal implantation to facilitate pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. During the procedure, when the physician burned through in the transduodenal approach, the male component remained attached to the female monopolar connector and was withdrawn as a single unit. No portion of the stent was deployed, as the issue occurred prior to any stage of stent deployment. As a result, the smaller internal wires leading into the male component became exposed. The physician identified the issue and completed the procedure successfully using a replacement axios device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of connector detachment of device or device component. Block h11: the product investigation results are not yet complete at the time of submission of this report. A supplemental report will be submitted once it is finalized in order to communicate the findings of the investigation.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was intended for transduodenal implantation to facilitate pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. During the procedure, when the physician burned through in the transduodenal approach, the male component remained attached to the female monopolar connector and was withdrawn as a single unit. No portion of the stent was deployed, as the issue occurred prior to any stage of stent deployment. As a result, the smaller internal wires leading into the male component became exposed. The physician identified the issue and completed the procedure successfully using a replacement axios device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block b1: corrected to "product problem". Block h1: corrected to "malfunction". Block h6: correction to impact code from f2301 to f26.